Event description:
It was reported the recharge intervals for the patient's (B)(6) ipg have increased. In an effort to resolve this matter, a replacement charging system was issued to the patient. Follow-up on this issue found the reported problem persists with use of the new charging system. The patient is working closely with the pain management team to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.